Event description:
A report was received that the patient's incision site was oozing after a non-device related fall. Infection was confirmed, it was not device or procedure related. The patient was given oral and intravenous antibiotics. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. There were no reported complaints about the functionality of this device. Visual inspection revealed lead was cut approximately 3 inches from the proximal end. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Sterilization records were reviewed and revealed no anomalies. Device evaluation indicated that the clik anchor passed visual test performed. Additional suspect medical device component involved in the event: model #: sc-4316 serial / lot #: (B)(4) description: next generation anchor kit-sterile

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's incision site was oozing after a non-device related fall. Infection was confirmed, it was not device or procedure related. The patient was given oral and intravenous antibiotics. The patient underwent an explant procedure and was reportedly doing well following the procedure.